Manufacturer narrative:
Hillrom has contacted the account three times asking if they are able to locate the bed with this alleged issue. The account is unable to locate the bed and is no longer looking for it. Based on this information, no further action is required. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Head section motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Replace in the event of a malfunction. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. The account is unable to locate the bed and is no longer looking for it. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed knee and head was moving on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).